Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The bearing was revised after a maximum possible implantation period of 3 years and 11 months due to an unknown reason. The material loss on the anterior edge in particular suggest that the component was likely impinging against a foreign body during articulation, for example osteophytes, fragments of bone or bone cement. However, this cannot be confirmed without radiographs. The yearly wear rate suggests that the part experienced significant impingent. The source of impingement cannot be confirmed and the ultimate reason for revision cannot be determined. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has underwent an initial oxford knee arthroplasty. Subsequently, the bearing was revised due to an unknown reason.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has underwent an initial oxford knee arthroplasty. Subsequently, the patient was revised due to unknown reason.